Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl. Cause was due to customer forgetting to fill the cannula during the load process and accidentally stopping a food bolus before the bolus completed. A correction bolus was delivered to address bg.